Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies found.

Event description:
It was reported that during mitral valve surgery the left ventricular (lv) lead dislodged and was unable to capture. A new lv lead was placed seven days post op. No patient complications were reported as a result of this event.